Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for low flow alarms lasting for two hours. Computed tomography angiography (cta) with 3d reconstruction demonstrated stenosis within the ventricular assist device (vad) outflow graft. A stent was placed in vad outflow graft. The vad remains implanted. No further patient complications have been reported as a result of this event.